Event description:
The facility representative reported a flo-gard infusion pump with failure code f82. It is unknown when this event occurred; however, it was reported to have occurred in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-82 alarm was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be no acknowledgement message from the slave central processing unit (cpu) on the cpu board. The device was returned unrepaired due to an obsolete part. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.